Event description:
The following information was reported to gore: on an unknown day in (B)(6) 2016, this patient underwent endovascular treatment for a penetrating ulcer of the descending thoracic aorta with the lesion measuring 37 mm. The patient was therefore treated with a conformable gore® tag® thoracic endoprosthesis tge373710. On (B)(6) 2016, computed tomography imaging identified a lesion diameter of 42 mm. On (B)(6) 2016, the implanted tge373710 thoracic component was endovascularly extended with a second graft due to the ulcer persisting at the distal portion of the endoprosthesis. On (B)(6) 2017, follow-up CT imaging showed a lesion diameter of 32 mm.

Manufacturer narrative:
Code 213 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications.